Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer reports that there was a crack at the level of the connector at the screw thread of the arterial branch. The catheter was applied in (B)(6). Another device was used to complete the procedure.

Manufacturer narrative:
This report will be voided as it is a duplicate of 3009211636-2016-00032.